Event description:
It was reported that pump screen was scratched and intermittently unresponsive. There was no reported adverse impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support.